Event description:
The patient received a notifier for low hv lead impedance. During explant, x-ray revealed the svc coil appeared damaged. The lead was capped when explant was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.